Manufacturer narrative:
Customer reports that no procedure was being done, but a 67 year old male was in pre-op scheduled for an endoscopic procedure. The office found that the IV was leaking fluid around the hub of the catheter where it was hooked up. The hub came off the patient without the plastic canula attached. The patient was then sent to the hospital for x-rays and an ultrasound. The patient was released same day with nothing being found. No device returned. Insufficient information to complete investigation.

Event description:
The cutomer reported that no procedure was being done but the patient, a 67 year old male was in pre-op, scheduled for an endoscopic procedure. The office found that the IV fluid was leaing around the hub of the catheter when it was hooked up. Then the hub came off of the patient without the plastic canula attached and could not be located. Therefor right after this was realized the patient was sent to the hospital for x-rays and an ultrasound. The patient was discharged the same day with nothing being found.